Event description:
A uvc (umbilical venous catheter) was inserted at delivery of a premature ((B)(6)wks/(B)(6)days gestation) infant. In addition to the uvc, a uac was placed as well. A few hours after birth, the rn noted a moderate amount of blood in the infant's diaper. The np assessed the infant and thought the blood was coming from the umbilical site. The umbilical ties were tightened and surgical & gel foam was applied to the site, but the oozing continued despite these interventions. Further inspection revealed a dripping of blood from the catheter around the 8cm mark. The np stated that initially, she thought that possibly the suture made the defect in the catheter but then that was not believed to be the case because the suturing was done at the 7cm mark which was confirmed and intact. Per np report, the line was flushed, and it was confirmed that the catheter itself had a defect as fluid was seen dripping from this "hole" around the 8cm mark. Infusions were paused, the leaking uvc was removed, and a new uvc was placed. The infant had anemia at birth and there was also concern of hemolysis. Additional lab specimens were ordered to monitor the hemoglobin and hematocrit (h&h) due to the oozing catheter. The patient's h&h dropped from 10.2/31 (@ delivery) to 6.0/18 (next day @ approx. 1 am) and then 5.5/17 (@ 2 am). A blood transfusion was ordered, and the patient received 10ml/kg of prbcs on second day. Repeat h&h increased to 7.9/25 (later that day). Per neonatology, the etiology of anemia was "likely multifactorial: anemic at birth, blood loss from a leaking umbilical line, and hemolysis (reticulocyte count 11%)." The patient was also thrombocytopenic at birth with a platelet count of 87k, and diagnosed with bilateral grade IV ivh (intraventricular hemorrhages) on ultrasound. Per discussion with the np, it was thought that a significant amount of blood was in these hemorrhages in the brain.